Manufacturer narrative:
The described lesions are atypical for the frf technology (morpheus8) used during this treatment, usually characterized by different patterns. Under investigation.

Event description:
3 ulcerative lesions 3 weeks following m8 body tx, one of which about 2 cm in diameter located in the medial aspect of the left thigh. Crust formation and inflamed contours are observed. 2 other smaller ulcerative lesions, each about 1 cm in diameter, located respectively on the medial aspect of the right thigh. Also here, eschar formations and inflamed (possibly infected) contours are observed. The lesions present ulcerative craters, apparently quite deep with involvement of the dermal reticular tissue. Fibrotic scarring cannot be ruled out at the moment.